Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The footswitch for the navigation system was returned to the manufacturer for evaluation. Testing found that the lemo connector on the unit was damaged and would not connect to the mating part of the navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the footswitch of the navigation system was damaged. There was no patient present when this issue was identified. No additional information was provided.